Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. Customer states vibrate alert was not as strong causing customer to miss alerts, battery life was less than a week only 3 days and customer had received failed battery test alarms. Customer states battery cap was harder to remove or install, polarization on screen in sunlight affecting visibility and received no delivery alarms. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case and a broken battery cap. Device was received with a blank display due to battery tube connector not plugged in properly to interface board. Unable to verify audio/vibrate anomaly, excessive no delivery alarm, low battery alarm, failed battery test or failed battery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test due to blank display. (B)(4).